Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the meter had signs of melting on the battery cover and parts of the battery cover appear swollen. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
No product available to be returned.